Manufacturer narrative:
The prism m100 pre set was discarded and not available for inspection. The review of the prisma m100 pre set device history record and complaint history files for lot number 14e1909 shows that there is not mfg non-conformity and not other complaint for this lot number. The device was used off label; instructions for use advises that the prisma m100 pre set should be restricted to pt with a body weight greater than 30kg. No leakage was reported during the priming. The exact root cause of the external blood leakage remains unk.

Event description:
A pediatric pt with hemorrhagic shock was undergoing crrt on a prism machine with a prisma m100 pre set. The nurse observed an external blood leak on the return line; treatment was stopped and the blood in the extracorporeal circuit was not returned to the pt resulting in an estimated blood loss of 107 ml. The pt's hemoglobin decreased and the pt was transfused with one unit of packed red blood cells.